Manufacturer narrative:
The following fields have been updated with corrections: d.4. Medical device lot #: 20025693. D.4. Medical device expiration date: 2023-02-14. H.4. Device manufacture date: 2020-02-07. Investigation: a 20041e sample was not available for investigation of this feedback; however the customer indicates that the tubing was damaged or broken. No further information was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20025693 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample or further information regarding the event it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported tubing damage. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that t-conn w/ll & 1 vlv port tubing was broken. The following information was provided by the initial reporter: the reported feedback suggests that the tubing is broken.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 200256934. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that t-conn w/ll & 1 vlv port tubing was broken. The following information was provided by the initial reporter: the reported feedback suggests that the tubing is broken.